Manufacturer narrative:
(B)(4). Results: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was found to have a misaligned connector / coupler. A review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the disposable was making a grinding noise and the lights on the motor drive unit were flashing. A second disposable was tried and the disposable started making a grinding noise with the lights on the motor drive unit flashing. It was not reported how the case was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.